Manufacturer narrative:
Corrected lot number and added expiration date in d4. (B)(4).

Manufacturer narrative:
Review of the data identified that the additional runs to be a potential false-positive result for the cobas liat sars-cov-2 & influenza a/b test due to incomplete pcr transfer: further review also indicated that these issues were not assay specific, and therefore no investigation into the reagent lot (mmx/ic) was required. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b assay test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. A system assessment identified that analyzer (B)(4), generated a potential false positive sars-cov-2 & influenza a. No harm is alleged. According to the customer, samples were collected using nasopharyngeal samples with merit medical 3ml utm; according to the method sheet of cobas® sars-cov-2 & influenza a/b test indicates: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer issue. Per the FDA guidance 5 mdrs will be filed.